Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose,diabetic ketoacidosis, pneumonia and pancreatitis on (B)(6) 2020 with blood glucose of 511 mg/dl. The customer did experienced the symptoms such as stomach virus. The customer was treated with insulin drip. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer did not allege insulin pump was under delivering. Customer was using auto mode during high blood glucose. The insulin pump will not be returned for analysis.